Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down buttons were intermittently unresponsive for the past two months and required multiple presses to elicit a response. The patient denied trauma and moisture to the pump. The patient reportedly wore the pump attached to a belt and cleans it with a q-tip and water. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact. The up and down arrow keys were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed there was contamination under all button contacts. Unrelated to the complaint, the pump booted to verify screen with a dim pink contrast.